Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received unfired and in good visual condition. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, the motor was found to be non-functional. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device fired three times and then the battery stopped working. There was no patient impact or delay in procedure as a result. These are all the details provided.